Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery light on the recharger has been lit up randomly for a long time. There was no problems when it was used yesterday, but when the stimulator was being charged today, it could not be charged. There were attempts to reset the device, but the battery light remained the same and was blinking repeatedly. The issue has not been resolved at the time of this report. It is unknown if there are any patient/external/environmental factors contributing to this report. No symptoms were reported. Additional information was received stating that the cause of the recharger issues was not determined. The recharger was replaced and the issue was resolved.